Event description:
Pt has had a minimed insulin pump for almost 5 years. Reporter is quite experienced in using the pump and its supplies. On event night, and early the next morning reporter's blood sugar began rising. Tested about every 2 1/2, and gave injections to bring down blood sugar, as insulin from the pump was not controlling blood sugar, this can be due to an occlusion in the infusion set, bad insulin, or other factors. When pt awoke about 6:30 a.m., they did not feel well, and told reporter they needed to change infusion set. Reporter did so, but reporter could not get insulin to exit the infusion set. Reporter called minimed's 24-hour help line, and was on the phone for an hour. Reporter used 4 different insulin sets from 2 different boxes. Reporter could not get insulin to come out of any of the sets, in the meantime, pt's blood sugar was rising, and reporter was continuing to give injections of insulin. Help line rep told reporter that minimed has been having a lot of problems with these infusion sets. In december, minimed stopped making the sets reporter had been trained to use, the quik-sets, and instead sent quik-set pluses. Reporter had quite a lot of trouble with the new sets - they hook up differently, they do not require plugs, insertion is different and more painful. Rep told reporter that minimed has received a lot of complaints about these new sets, and that they are not working well. Rep told reporter to go on injections until he could send out different sets, which would arrive two days later. Then, reporter could send back the 4 boxes of quik-set pluses and he would "swap them out" for another type of set. There are a number of reasons this was unacceptable to reporter. Pt has not been on injections with long-acting insulin for 5 years (since they got a pump). Lantus long-acting insulin has been released during this time; reporter keeps it on hand, but has never used it. To switch to insulin therapies for 2 1/2 days, to use a product reporter has never tried which would require around the clock blood sugar testing every 2-3 hours, and to send pt to school to do injections was simply too much change and risk. Reporter called reporter's endocrinologist who invited reporter to come to their office. Office is 75 miles from reporter. This option was far preferable to going on injections. Dr. Provided reporter with different sets, and instructed them how to use them. Dr and reporter experimented with the pump and with the sets; the problems reporter was having were clearly attributable to the quik-set pluses, not to the pump or to technique. No other set produced problems. As it turned out, no sets from rep and minimed ever arrived. Reporter was later told by minimed's customer service dept that rep should never have advised reporter to go on shots, and that he ignored 2 different notices from computer when he ordered different sets for reporter; the sets reporter wanted were on back- order, so he should have called and suggested an alternative, and sent those. Instead he did nothing, and reporter received nothing. This was potentially an extremely dangerous situation. Diabetic pump users have no long-acting insulin in their bodies. If the infusion set fails, their blood sugar can sky-rocket and they can go into keto-acidosis and coma very quickly. Dr has seen this occur in less than 4 hours. The consequences of this to pts can be life-threatening, or could cause brain damage. Only because reporter tested pt's blood sugar hourly, and gave repeated injections of insulin were they able to avoid this very serious potential consequence. What reporter considers to be unconscionable is that minimed continues to sell and send out these quik-set pluses, with no warnings or instructions about the problems many people have had with them. Reporter knows of another family who received these quik-set plus sets, with no warnings or notices about them, who experienced similar problems and set failure. They, too are now using a different type of set. It is clear to reporter that minimed did not adequately test these sets before releasing them; reporter feels these sets should be recalled and discontinued.